Event description:
It was reported that the cleo® 90 infusion set fell off. The patient was bolusing and the cleo came right out of the arm. Patient resolved event by giving self a manual injection and then changed the site. Patient states not requiring medical intervention. The blood sugars were 200 about 2 hours after event. No adverse health outcomes were reported.

Manufacturer narrative:
(Possible lot numbers related to this incident include 76x032 and 76x098) please see MFR #s 3012307300-2018-00713, 3012307300-2018-00715, and 3012307300-2018-00716 for related device incidents. Evaluation summary: the returned sample consisted of four products from (B)(4); the samples were received in used condition without their original packaging. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination and the retractor was found to be activated and the cap seal opened. The samples had no adhesive and base. Functional testing could not be performed due to the fact that the samples received for evaluation were previously used and according to instructions for use any attempt to reprocess the device for subsequent re-use may adversely affect the integrity of the device or lead to deterioration in performance. However, a review of the manufacturing process for (B)(4) l/n 3656097 was conducted by quality intern on 08-jul-2018 in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance". The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp's requirements and shm procedures: ·operators are following procedure (B)(4) "subcutaneous inserter" that states the procedure to place the adhesive during the assembly of the product; training records were reviewed, operators are trained; no discrepancies were found. The operators that perform critical operations such as bond skin adhesive film onto flange of sleeve and the skin adhesive inspections using a monitor are certified. Scrap bins were observed; adhesive that is not properly placed or if it not passed the functional test is easy to be identified visually and is getting segregated. The operators perform the visual inspection of the adhesive using the skin adhesive inspection fixture (B)(4). Inspection test: 4 samples from mentioned lot above were taken from production floor and tested according to pm-449 "cleo 90 in-process testing" using the insertion pad t98-5406 in order to identify any abnormal behavior on the transfer of the site to the pad. Results: no discrepancies were found. Production personnel are certified to perform 100% visual verification using the skin adhesive inspection fixture (B)(4), in order to inspect skin adhesive conversion to ensure full and even adherence onto flange of retractor or any damage on adhesive. Operators must scrap adhesive skin if the white ring begins to separate from the film. Production personnel takes a sample of four (4) at start up, the beginning of every job and at least every (3) hours, in order to identify any abnormal behavior on the transfer of the site to the pad. Quality takes a sample size that to be determined daily based on the expected output using ansi/asqc z1.4 (inspection level ii) and dividing the sample size so that a proportional amount is inspected at a 1 hourly interval with a accept 0 / reject 1 criteria; in order to verify that skin adhesive is fully and evenly adherence onto flange of retractor and that skin adhesive does not lift from the flange. Quality audits the adhesion testing of the skin adhesive at start up and at least every (3) hours, in order to identify any abnormal behavior on the transfer of the site to the pad. No root cause has to be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. A notification of this complaint to the production personnel was conducted by the quality intern on 16/jul/2018. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.